Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238 ¿ 2022- 00413.

Event description:
The customer reports during a surgical procedure where an evis exera iii duodenovideoscope (with single use distal cover) was inserted into the patient's abdomen via laparoscopic trocar and the distal cover fell off of the distal end when the surgeon pulled the scope out. The distal cover was removed with an unspecified surgical instrument. There were no further consequences to the patient reported. Additional information was requested from the customer regarding the reported event, no additional information was provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This report is being updated to report investigation findings. New information is reported in h6 and h10. The scope has not been repaired by olympus in the past year. The device history record (DHR) for the suspect device has been reviewed, and it was confirmed the device met all design and safety specifications when shipped. The instructions for use (IFU) shipped with the device provides the user with the following informamtion related to the reported event: ¿important information ¿ please read before use: please read before use: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Conclusion: the definitive cause of the reported event could not be determined. Based on the investigation findings it is presumed that the distal cover was not properly attached or had cracks/pinholes causing it to easily detach. Or when the device was withdrawn from the trocar, the distal cover and the trocar contacted to each other which caused increased stress on the cover toward the direction to detach the cover.